Event description:
Pt was status-post liver transplant, on continuous veno-venous hemodialysis. Blood leak noted at 0900 from filter header. System changed with loss of priming blood, transfusion of 1 unit packed red cells required.